Manufacturer narrative:
Evaluation summary: the top rear label was found to be missing and the front housing was found to be cracked upon visual examination. The event log was showed that the customer performed two volume accuracy tests both with volume set at 10ml. The customer's reported problem could not be duplicated. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. The device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the front housing was replaced.

Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -14.29%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.